Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an issue loading on a new cartridge as there was no insulin coming out of the pigtail. A cartridge change was performed to resolve the issue. Customer's blood glucose level was 396-397 mg/dl.